Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No medwatch form was received. (B)(6). MFR name: st jude medical crmd reliability laboratory. No complaint received with return of device. Failure (event) observed during analysis. A partial lead measuring 45.7cm from the distal tip was returned for analysis. Internal insulation abrasion was found at 9.0-10.1cm from the distal tip. The etfe coating was intact at the same location. The electrical measurements that could be performed were normal.